Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was staying stuck in "no input detected" and the computer was shutting down almost immediately. No patient was present.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735799, serial/lot #: 1707294591400309. A medtronic representative went to the site to test the equipment. A hardware part was replaced. The navigation system then passed the system checkout and was found to be fully functional. Codes b01, c02, d02 are applicable to this system checkout. A hardware analysis of 9735799 was initiated to determine the probable cause of the issue. Analysis found that the configuration station was not able to connect to the unit in order to verify configuration status. The unit would not show up in self-test. Medtronic personnel could not ping or reach the configured ip from a browser. They attempted to reset the unit in order to reconfigure it but the unit would not reset. Analysis found that the reported event was related to a software issue. Codes b01, c02, d02 are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.